Event description:
Information received with return of the explanted device does not address the patient's clinical status and notes that the pa cing, capture and sensing functions were intact on the EKG, but the device could not be interrogateed.